Manufacturer narrative:
This device is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the device was returned dry in a lens case/vial. Visual inspection found the haptic torn/broken/bent/deformed and foreign material on lens surface (not specified). Method: work order search: no similar complaints were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon tried to implant a 13.2mm vicmo13.2 implantable collamer lens, -17.50 diopter, into the patient's left eye (os) and the lens tore/broke before injection into the eye. The lens was not implanted.